Event description:
A caller reported a malfunction on the pump, identified by the malf 9 code. There was no adverse impact to the customer¿s blood glucose level. After receiving assistance with resetting the pump from technical support, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if any issues reappeared.